Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure name? Anterior lumbar interbody fusion 360 l4-5. What is the procedure date? (B)(6) 2026. What date did the blisters occur on? Observed (B)(6) when dressings were removed. Please describe the patient manifestations of the reported reaction (location, severity, appearance, generalized or local reaction). If generalized reaction, please provide each location, severity and appearance. Superior aspect of three posterior wounds at the edge of prineo and skin. Please provide the onset date/time of the blisters from the initial procedure. Postoperative day two when the dressings were changed, it was observed. Was there any surgical intervention performed (product removed; re-operation; re-closure; wound debridement)? If so, please specify. No. Please describe any medical intervention required to treat the patient condition including medication name and results. Antibiotics given as well as an ointment for the blisters. Does the patient have a known allergic history to any medical devices, food and/or medication? Nothing known. What is the most current patient status? The blisters are healing. Were any pre-op cleansing procedures changed recently? If yes, please describe. No change. Did the patient undergo a patch test? No. Can you identify the product lot number of the product that was used? Not at this time. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an anterior lumbar interbody fusion 360 l4-5 surgery on (B)(6) 2026 a topical skin adhesive was used. A few days after surgery blisters showed up. Device is not available for return. Antibiotics given as well as an ointment for the blisters. The blisters are healing. Additional information has been requested.